Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Note: customer reported using expired test strips.

Event description:
Customer reported not being able to test his blood glucose due to an errc 6 message appeared on their precision xtra meter. Customer also reported experiencing symptoms of dizziness and loss of consciousness afterward. Customer reported going to the ingales hosp where she was diagnosed with severe hyperglycemia. There is no report on treatment at the hosp, an investigation into the details of this event is in process.